Manufacturer narrative:
Since the subject device was discarded by the user, the device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. Since the manufacture record of the subject device was unknown, the manufacture record that dated back the past six months from the delivery date to the user was reviewed, with no irregularities noted. Omsc could not determine the root cause conclusively. Based on the characteristic of the device, it is known that the temperature of the distal end of the device is high after activation and it caused thermal damage by contacting the device with the tissue. The instruction manual of the device already cautions; the grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue.

Event description:
The subject device was used in the procedure of a laparoscopic assisted distal gastrectomy about (B)(6) 2015. The procedure was completed with the subject device. After two weeks from the procedure, the patient who had already been discharged had a hematemesis. The hematemesis was diagnosed with bleeding from an aneurysm on the dissected part of left gastric artery (lga). It was reported that the patient's treatment was completed.